Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process, which successfully resolved the issue without the error code reappearing, allowing the caller to start their sensor session.